Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be removed and the device to be in used condition. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the faulty keypad was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a power key stuck alarm. This issue was not related to physical damage/abuse. Event occurred during testing. No delay of therapy. There was no patient involvement and no patient harm/adverse event reported.